Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called to report that the sensor pulls out of the skin when serter is lifted. During the call the customer reported experiencing low blood glucose of 50 mg/dl and stated she had already treated. Customer was advised the serter might have a bent catch arm that is causing the sensor not to be released. The sensors were replaced and returned for analysis.